Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both (ou) at 6+ year post op exam. The surgery center¿s brief description is that the patient came in for a possible enhancement due to decrease in vision; it was then determine the patient had ectasia on right eye (od) and early ectasia in left eye (os).the patient¿s chief complaint was blurry vision and that the patient was a fire fighter that had failed the vision screening. The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on (B)(6) 2009. Bcva from (B)(6) 2009: right eye post-op 20/20 -.1.50 x -2.25 x 165, left eye post-op 20/20 -1.50 x -2.75 x 8. Bcva from (B)(6) 2015: right eye post-op 20/20 1.25 x -4.00 x 45, left eye post-op 20/20 1.00 x -1.00 x 116.

Manufacturer narrative:
It was incorrectly indicated in the initial MDR that patient bcva readings from (B)(6) 2009 was a post-op reading when in fact it was a pre-op reading. Additional information equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.